Event description:
I am (B)(6). He had hip surgery on both hips. They had to replace the hips. He was in such pain, and torment. I need to know if he could get money for his pain and suffering. I am his personal representative. (B)(6) was not his spouse at all. Please call me or mail me the decision. Description of procedure: after operative consent was obtained, mr. (B)(6) was brought to the operating room, placed in the supine position upon the operating room table. Following the introduction of adequate general anesthesia and the administration of 1 dose of IV vancomycin, both lower extremities were placed in longitudinal suspension and the left lower extremity was prepped and draped in the usual standard fashion. An anterior approach was performed to the hip, dividing the fascia over the tfl and retracting the tfl laterally. The ascending branches of the lateral femoral circumflex vessels were identified and coagulated with the arthrocare wand. The capsule was opened as a t capsulotomy and tagged with ethibond suture. The level of the femoral neck cut was identified with a long tip bovie radiographically. It was marked with the bovie and then the cut was performed. The head and neck segment were removed, and the acetabulum was exposed by inserting the acetabular retractors and excising the labrum circumferentially. The acetabulum was reamed from 48 mm up to 53 mm with 10 degrees of anteversion and 45 degrees of abduction. Once there was a good bleeding bony bed with the 54 mm reamer, the 54 mm trial was inserted and was noted to have a good press fit, so the 54 mm gription cup was inserted and impacted until it was well seated and well positioned radiographically. Two screws were inserted into the posterior superior quadrant of the acetabulum through the cup. A +4 mm liner was inserted for a 36 mm head. It was impacted until it was well seated, and that was confirmed. The proximal femur was then exposed by extending, externally rotating and adducting the femur. The femoral retractors were inserted, and the starting point was lateralized with a box cut osteotome and then reamed, and then the canal finder was advanced down the canal. The femur was broached up to a size 11 broach until it was well seated on the calcar cut. The standard offset neck and 36 mm trial head were applied and the hip was reduced radiographically. The femoral component was well positioned, and the leg lengths were within 1-2 mm in comparison to his right side. The trial components were removed. The final femoral component was impacted until it was seated on the calcar, and it had a good fit. The final head was applied to the morse taper and impacted. It was noted to be solidly fixed as well. The hip was reduced after it was copiously irrigated again, and the final images demonstrated the components to be well positioned. The capsule was running 0 vicryl. Subcutaneous tissues were closed with 2-0 vicryl. Skin was closed with staples. Mr. (B)(6) tolerated the procedure well and was transferred to the recovery room in stable condition. Same pt as report # mw5038850.